Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site was infected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was referred to a wound clinic where the infection was addressed and healed. The revision was cancelled and the infection had disappeared. The physician did not think that the infection was device related. It was noted that the patient had a history of poor healing. No further information can be obtained by bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site was infected. The patient will undergo a revision procedure.